Event description:
The customer stated that an architect c8000 creatinine result of 76 umol/l was reported on a female patient in 2008. A different sample from the same patient was tested the previous night at a different laboratory using the beckman creatinine method and the result was 400 umol/l. The physician requested that the architect c8000 result be verified. The sample retested at 370 umol/l. The patient had been given radiographic contrast media. The customer stated that the patient expired and that the pathologist could not confirm the cause of death, but stated that the patient's laboratory results indicated that the patient had a myocardial infarction. There is no indication that the architect c8000 creatinine results caused or contributed to the patient death.

Event description:
The pathologist stated that the patient's laboratory results indicated that the cause of death was a myocardial infarction. There is no indication that the architect c8000 creatinine results caused or contributed to the patient death.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Based on discussion between dr. (B)(6) (abbott diagnostics division medical director) and (B)(6) (food & drug administration, scientific reviewer) on (B)(6), 2008, this follow-up medwatch 3500a report is being submitted to indicate adverse event, death per (B)(6) recommendation.

Manufacturer narrative:
(B)(4). An investigation was performed in response to the customer's complaint of a discrepant creatinine patient result generated by architect c8000 (B)(4) on (B)(4) 2008. The investigation of the issue consisted of a review of customer complaints, current architect c8000 labeling, and the information provided including the complaint text. The replacement of poppet valves on the c8000 appears to have resolved the customer's discrepant result issue. No additional discrepant result occurrences by architect c8000 (B)(4) have been reported since the poppet valves were replaced. Results of the investigation determined that there was no product deficiency. This is the final report.